Event description:
It was reported that this was bilateral arteriotomy closure of the right and left (rcfa and lcfa) common femoral arteries using the pre-close technique prior to an interventional procedure using proglide devices. Reportedly, when attempting to pre-place proglide sutures in the rcfa, no suture was found when the plunger was retracted. This occurred with 5 devices. The sutures of two new proglide devices were successfully pre-placed in the rcfa. The sheath was upsized to a large bore hole and the procedure in the rcfa was completed. Hemostasis was achieved with the pre-placed proglide sutures. On the other side, the sutures of two proglide devices were successfully placed in the lcfa. The sheath was upsized to a large bore and the procedure was completed. Reportedly post procedure, there was still bleeding at the access site after successful knot advancement. Placement of an additional proglide device was attempted; however, the device got stuck during suturing. The device was pulled out using force and the back foot was lost [foot separation]. The location of the foot remains unknown. A final proglide successfully achieve hemostasis in the lcfa. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The additional devices referenced in b5 are filed under separate medwatch report numbers. H6: medical device problem code 2017: excessive force. Manufacturer's investigation is still pending at this time. Result and conclusions will be provided in the final report.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported foot separation was confirmed. The reported resistance could not be replicated in a testing environment as it was based on operational circumstances. A needle to cuff miss was observed. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, force was used to remove the device. Per the instructions (IFU), do not advance or withdraw the perclose proglide device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. In this case, based on the reported information, the IFU violation was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulty. Factors that may contribute to needle to cuff miss include, but are not limited to, needle deflection during plunger deployment due to interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. Factors that contribute to device difficulty to remove may include, but are not limited to, tissue or suture caught in foot, posterior cuff partly deployed in foot which likely resulted in the reported foot separation. The foreign body in patient and treatment appears to be related to circumstances of the procedure. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4 correction: lot # updated from 3112241 to 3101842.